Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent dista thrombectomy system with no other devices. The device was bloody. The pump, effluent/supply line, hypotube, shaft and tip were microscopically, tactilely and visually inspected. Inspection revealed damage (kink and hole) to the outer shaft, located at the edge of the strain relief and there was water leaking out from the damaged (hole) of the shaft. Functional testing was performed by placing the device in the console. Functional testing consisted of running the complaint device through the full priming cycle and 90 seconds in thrombectomy mode. The device ran at a top pressure of 5230 psi without any issue/alarms, and 46 cc of water collected in the waste bag. Inspection of the remainder of the device found no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a loss of aspiration occurred. An angiojet® solent¿ dista was selected for a thrombectomy procedure in the three arteries below the knee. During the procedure, the catheter was actively aspirating however, the catheter lost vacuum and did not suction as no blood flowed into the collection bag. Fluid inflow was still operating. No error message displayed and no visible defects were noted. The procedure was completed with another angiojet® solent¿ dista device. There were no patient complications reported and the patient was fine.